Manufacturer narrative:
This complaint is associated with falsely decreased / discrepant sodium (na) results. During a site visit by the abbott field service representative (fsr) the ict pre amp cable was replaced. The abbott technical representative contacted the customer 6 days after the replacement occurred and the customer stated there had been no additional discrepant na results. A review of instrument service history for (B)(4) revealed no additional occurrences of discrepant results, nor did it identify any additional service or complaint issues that may have contributed to this issue. A review of historical data revealed no systemic issue or trends associated with the ict pre amp cable, part number 2-89069-03. A review of the architect system operations manual and the architect c16000 service and support manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results: including the replacement of the ict pre amp cable, part number 2-89069-03. A malfunction of the ict pre amp cable was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information; patient identifier: multiple = sid(B)(6) and sid (B)(6).

Event description:
The customer reported falsely decreased sodium (na) results on two patients. The results provided were: sid (B)(6) - na = 119mmol/l reported and patient was hospitalized / upon repeat of same sample = 137 / sid (B)(6) = 118 / repeated = 138mmol/l (135-145mmol/l). There was no reported impact to patient management. There was no additional patient information provided.